Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary segmentectomy procedure, the device was unable to fire. A new device was used in order to complete the case. No patient injury.